Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery gauge light emitting diodes (leds) on the 14v li-ion battery not luminating was confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis in unremarkable condition. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis and was functionally tested. After testing, the battery button was pressed again, and the leds did not illuminate. The battery was opened, and the main printed circuit board (pcb) was visually inspected. A digital multimeter (dmm) was then used to evaluate the integrity of individual components. It was found that all the battery gauge leds were blown. These leds being blown would result in the reported event of the leds not illuminating when the battery button is pressed. Additional provided information stated that the 14v li-ion battery would return for analysis. A root cause for the reported event was determined to be due to the leds being blown; however, a further root cause as to how these leds got blown was unable to be determined through this analysis. The 14v li-ion battery set (serial number: (B)(6) ) was inspected and accepted into the receiving inspection storage location on 01apr2024 and passed all manufacturing testing prior to being initially shipped outbound on 30apr2024. The heartmate 14 volt li-ion battery instructions for use was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 16jan2025 one of the patients battery was only lasting 2 hours after charging to 100 percent. The patient was given a new battery.